Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and repaired on site by an olympus service technician, and the customer allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the on/off power switch was defective on the evis exera iii video system center. The issue was found at preparation for use and there was no patient harm associated with the event.